Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain additional information; however, no response has been received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred and tamponade occurred, resulting procedure cancellation. During the procedure of pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. Transseptal puncture was performed with non boston scientific slo sheath and non boston scientific brk xs 71cm needle without transesophageal echocardiogram (toe). However, the physician was not sure if the transseptal puncture was good as the contrasts did not appeared in left atrium. Little wire was inserted into the brk needle to go inside the left pulmonary vein (lpv) via septum. The non boston scientific guidewire was then exchange with faradrive sheath. No issue was noted was noted with faradrive sheath while going through the transseptal puncture inside left atrium. Physician retracted dilatator and guidewire, sheath was curved to remain in la. Black blood was noted in syringe when the sheath was aspirated. When the physician checked the pericardium with echography, tamponade was confirmed. As per the physician opinion, tamponade could be due to roof of right atrium origin when transseptal puncture performed. Once 220 cc of drainage was performed to stop tamponade and later when the physician tried to retract faradrive in right atrium. Resulted in new tamponade with 500 cc of drainage. Another drainage of 730 cc then patient go to surgery in the left atrium. Continuation of the procedure was cancelled and the patient admitted to the hospital. The patient is expected to be fully recover.